Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular was capped and replaced due to capture anomaly. No further information is available at this time.

Manufacturer narrative:
The awareness date should have been (B)(6) 2018 rather than (B)(6) 2018.

Event description:
Further information was received indicating that the capture anomaly was first observed during a follow-up visit several months prior to replacement at unknown date. It was decided to replace the lead when the device reached eri. Patient was asymptomatic prior to during and after replacement.